Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with the stent implant stationary on the balloon between the markers. There was no damage noted to the stent implant. The stent implant was not flared as reported. The balloon was tightly folded. The hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket material was stretched and jagged at the separation. There were tears in the jacket at the separation distally. There were three kinks in the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Follow up information received confirmed the hypotube separation occurred prior to the procedure. In this case, the reported stent damage was unable to be verified; therefore, a conclusive cause could not be determined. Review of the device lot history record did not produce any findings relevant to this report. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: separated hypotube. Time of device issue: during abbott vascular lab analysis. Adverse event: none. It was reported that there was a flared stent strut on the rx vision stent. There were no reported adverse patient effects. No additional information was provided. During the device analysis a separated hypotube was observed. No additional information was provided.